Manufacturer narrative:
The insulin pump had missing segments due to moisture damage on lcd board. The device was unable to prime during prime test due to moisture damage noted in force sensor resistor. Occlusion, excessive no delivery, and basic occlusion tests were not performed due to prime anomaly. The device passed displacement tests. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and missing end cap sticker noted during visual inspection.

Event description:
Customer called to report a partial display screen. Customer stated that the insulin pump may have dropped on a hard surface. Customer's blood glucose reading was 201 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.